Event description:
The customer reported to olympus during preparation for use, displaying a dim picture and lines across the evis exera iii xenon light source. Upon inspection and testing of the returned unit, the main lamp does not ignite, but spare lamp does work. There was no patient involvement associated with this event. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer¿s allegation was not confirmed. The evaluation uncovered cosmetic damage to the front panel as it was broken ¿ bottom of the scope socket, had a updated a power switch, a faulty lamp igniter (clicks several times; spare lamp comes on), a non ¿ olympus lamp of 300 or more hours and software version up to date. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time. However, if additional information becomes available this report will be supplemented.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Please see the updates in sections h4, h6, and h10. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 7 years since the subject device was manufactured. Based on the results of the investigation, and since no device malfunction was confirmed during evaluation, the definitive root cause of the reported issue could not be determined. Olympus will continue to monitor field performance for this device.